Manufacturer narrative:
Section d1 brand name: corrected. Section d4 lot number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was not confirmed via evaluation of the submitted event log file, containing approximately 3 days of information ((B)(6) 023 to (B)(6) 2023 per timestamp). There were not any no external power alarms in the recorded event data. It was however noted that the backup battery use count did increase from 23 to 37 throughout the periodic data ((B)(6) 2023 to (B)(6) 2023 per timestamp). These increases indicate that external power to the system controller was lost. The circumstances of the power losses could not be determined, as the periodic log file only captures data at designated intervals rather than upon detection of an event. Throughout both the event and periodic data, the pump maintained a speed above the low speed limit. Provided information indicated that (B)(6) was removed from service, and the patient was given a loaner mpu. No further abnormal alarms were reported after this exchange. No products were returned to abbott for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including backup battery fault and no external power alarms, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the mobile power unit and the patient cable. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had some alarms on (B)(6) 2023 and called the on-call provider, but the alarm had gone away by the time the patient got to their system controller. It seemed like the patient was on mobile power unit (mpu) at the time and then tried switching to batteries and the alarm continued. Device interrogation showed multiple power cable disconnect alarms, and some kinks in the patient power cables of the controller was observed. When the last six alarms on the controller were pulled up, external loss of power was seen. It was advised to exchange the controller. Log files displayed power cable disconnect alarms as mentioned which appeared to be associated with routine changes in external power. The periodic and event log file history shows the emergency backup battery (ebb) usage count changed from 23 to 37 since (B)(6) 2023 which would suggest the patient's controller operated on ebb on 14 different occasions. The patient was provided a loaner mpu and no alarms were reported at this time following the exchange. The mpu that was removed from service had v-lock connector on the ac power cord. The patient denied ac power cord coming loose at the wall outlet or from the back of the unit. They also denied any environmental circumstances that would have affected ac power at the time of the event.